Manufacturer narrative:
Customer reports data corruption error and loss of data. Data downloaded from the device only contains a data history from 10sep2020 to 13sep2020. The first entry in the data file is a pdm alarm. Due to the clock reset, the exact date and time of the error was not recorded. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical assistance and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels, while using the device, due to an incorrect bolus amount. The ambulance was called at home for medical assistance and the paramedics administered glucose intravenously. It was stated that the omnipod personal diabetes manager (pdm) omitted a hazard alarm and all settings were deleted.